Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was delivering inappropriate shocks. An x-ray was done and everything looked 'very well'. The physician elected to do an invasive procedure. Setscrews were found tight, 'no failure found with measurements', no insulation defects were found, egm signals were constant and without artifacts. No disturbances were found with deep inspiration. The physician turned the telemetry wand and a strong noise appeared on the intra-cardiac channel and the ICD started to charge even though the mode was off. Therapy was manually diverted through the programmer. The telemetry wand was turned again and the noise disappeared. 'This was reproducible but the ICD did not charge the second time'. The physician elected to explant the ICD and a new device was successfully implanted.